Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(6).

Event description:
It was reported that the patient experienced withdrawal. It was further reported, the patient had had ¿many pump issues¿ since implant in (B)(6) 2008 and had had 5 to 6 surgeries related to the pump and catheter. It was then noted, the ¿other 4 to 5¿ surgeries the patient didn¿t remember specifies but that he though he heard his pump alarm on time. It was noted the pump was on the patient¿s left side of his abdomen under his heart and has had to have surgery for it then stated as 5 to 6 times since 2008. It was reportedly horrible, painful and an unpleasant experience. With the issues, the symptoms were sudden where the patient could not even make it from his house to the hospital without a bucket and was vomiting. It was then noted, the issues including the pump had stopped working and there was no delivery of drug so the patient went through severe withdrawal. The first time this occurred was within the first year of the pump implant and the patient had heard ¿some beeps¿ from the pump. He got very sick suddenly with pain, nausea, vomiting and an increased blood pressure. The patient reportedly ¿knew what that was all about¿ so he planned to call and get to the medical center right away if he had symptoms like that or heard the pump alarm again. It was then reported that one time a nurse spoke with the patient about pump alarms but nothing specific. The pump had reportedly ¿failed¿ a couple of times however, the patient didn¿t have any specific information regarding that. The patient had never received exact answers. As a result of the issues, the patient was afraid to travel and missed a trip because of being afraid something would happen to his drug infusion system and he wouldn¿t be able to get medical attention for it. He was to see his health care provider (hcp) 1 to 2 weeks from now to have his pump refilled and would talk with them about these issues then. No further information including the patient¿s outcome was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received. The device system was currently used to deliver morphine however, it was not specified what was delivered throughout the course of the events provided.